Event description:
Reference number (B)(4) event occurred in the united states. This emder is being submitted for an unknown number quantity. It was reported that the patient faced hyperglycemia event on (B)(6) 2026.the blood glucose was high at the time of the event and was treated with correction bolus via pump. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 2.